Event description:
Boston scientific received information that during a scheduled device replacement, this right atrial (ra) lead was found to be dislodged. The lead was surgically abandoned and a new lead successfully implanted. There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.